Manufacturer narrative:
(B)(4). (B)(6). The device was returned to baxter and an evaluation was completed. A visual inspection and functional testing were done. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. The cause was use error, tidal total ultrafiltration (uf) removal set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 21:37:38. During night drain cycle eight, the patient's ultrafiltration reading was 2517ml, indicating the home patient drained 1517ml more than their maximum programmed fill volume of 2500ml. No additional information is available.